Manufacturer narrative:
The insulin pump had a high idle current and alarmed for a failed battery test, a weak battery and a low battery due to an open display driver. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported excessive low battery alarms. Customer's blood glucose was 112 mg/dl. Customer stated she already had her battery cap replaced and it did not resolve the issue. Troubleshooting found the battery did not last for more than one week. Customer is advised to disconnect from the insulin pump and revert to her back-up plan. No additional information is provided.